Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device blue power light emitting diode (led) was blinking and the charger was faulty. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on internal electronic components from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the blue light emitting diode (led) was blinking on universal battery charger device. It was further reported that the device was faulty. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.